Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The conclusion code applies to the pump ((B)(4)) and applies to the catheter ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver morphine. The indication for use was non-malignant pain. On (B)(6) 2016 the consumer reported that they only weigh (B)(6) lbs, also reported as 100 lbs or less, and they should not have a pump inside him that size. The pump felt and looked like a brick. The patient was going to have the pump taken out. On (B)(6) 2016 the healthcare professional reported additional information. The patient first started experiencing feeling that the pump was too large on (B)(6) 2016. It was noted that the patient understands that this is the smallest size of pump. There were no device issue, patient/therapy issues, troubleshooting or patient symptoms to report related to the event. The actions/interventions taken were "reassurance" the patient knows and understands that this is the smallest size morphine pump available. Additional information was reported by the consumer on (B)(6) 2016. It was reported that when the patient saw their hcp on (B)(6) 2016 a company representative was there and agreed that the patient should not have gotten the pump. The hcp had agreed to remove the pump. The patient reported that it is not the weight that is the issue, it is their organs. The patient has had pain in their right side like when you run really fast and then stop and it hurts, the patient had also been having problems urinating. The pump had been pushing up against his organs. The patient reported that if they lie of their back the catheter tubing bothers their back, if they lie on their right side it presses on their right side, and if they walk around or do anything upright it is just too much.

Event description:
Additional information was received from a healthcare provider (hcp). It was indicated that there was no difficulty in urinating and there was no issue related with the patient's catheter. The patient was dependent on methadone and oxycodone and he does not want to stop these narcotics despite his pain being controlled with a very small intrathecal dose of morphine. The patient wanted the pump to be removed so he could continue with the methadone and oxycodone. He never had any distended bladder and he did not complain of any problem for a few weeks after placement of the catheter and pump. The patient's morphine pump and catheter were removed as the patient wanted so he could continue with methadone and oxycodone. The date of explant was not specified. The patient knew about the size of the pump before surgery and he had agreed to stop his methadone and oxycodone after placement of his pump to control his pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.